Event description:
The catheter was being removed, and a 4mm piece of catheter broke off in the subcutaneous tissue (not in the chest). It appears that one of the cuffs did not come out and the catheter slid out. The retained object was discovered on xray the next day and the patient required surgery to remove it.